Manufacturer narrative:
(B)(4): the meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the meter's battery contact was found contaminated.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.